Manufacturer narrative:
Device evaluation currently underway. Supplemental report will be submitted after completion of evaluation.

Event description:
Edwards received information that while placing the valve in mitral annulus, loss of device balloon pressure was noted and correlation of root pressure to radial arterial. It was reported the surgeon felt he may have caught the balloon with a stitch. It was further reported that htk was used; therefore, no additional cardioplegia was required after initial dose. Since aortic occlusion was lost, surgeon decided to do cold fibrillatory arrest. Patient was cooled to 28 degrees c, from initial planned temp of 30 degrees c. Procedure was completed without further incident. Patient was warmed from bypass without incident. After device was removed from patient, balloon was examined and a small leak, consistent with a needle hole, was noted.

Manufacturer narrative:
The clinical observation was confirmed. Product was returned to edwards for evaluation. Upon receipt the balloon was inflated with dyed water and a pinhole leak was found in the balloon. This small hole was not similar to the characteristic appearance of a balloon burst due to high pressure or over inflation. As reported the surgeon indicated that he may have caught the balloon with a stitch. This is supported by the appearance of the balloon during the leak test and under 20x magnification. If the balloon was caught by a stitch it is possible that balloon placement or patient anatomy contributed to the balloon puncture. Per the instructions for use, the balloon should be located just above the sinotubular junction. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. The IFU was reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device no CAPA is applicable. Trends will continue to be monitored through the use of edwards quality systems.